Manufacturer narrative:
Address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from an unspecified location during infusion. The customer stated this led to an unspecified chemotherapy drug leaking onto the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further testing could not be performed on the device as the device was contaminated with chemotherapeutic solution. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.